Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 400 mg/dl. The customer's current blood glucose is 150 mg/dl. Customer mentioned that the drive support cap was normal. The customer was throwing up and then woke up in the intensive care unit. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous drip, checked urine and electrocardiogram. The customer was treated by insulin pump. Customer reported that at 11 pm his blood glucose was went high and woke up every 2 hours and drank a gallon of water. Customer changed infusion set and ate lunch but felt like it was not working and changed it again and did not think it was doing anything. Customer was experienced headache and chest pains. Customer was unable to continue troubleshooting and will need to call back. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.